Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and motor error. The customer's blood glucose was 150 mg/dl at the time of incident. No significant event leading to button error or motor error alarms were observed. Motor error troubleshooting was performed and completed; the insulin pump was able to rewind. During the button error troubleshooting was customer confirmed that time was not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Customer also reported broken belt clip and a replacement will be sent.

Manufacturer narrative:
The insulin pump was received with b, esc, up arrow and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Time advances properly. No frozen screen noted. Unable to confirm motor error alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.